Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer was treated for the low blood glucose with juice and peanut butter. The customer did not know how to stop the insulin pump from delivering. The device is now in the suspend mode. The customer did not troubleshoot and did not send the product back for analysis.